Manufacturer narrative:
This report is for two unknown cortex screws/unknown lots. Part and lot numbers are unknown; UDI number is unknown. (B)(6) 2015 (exact date is unknown). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the lateral entry femoral recon nail, two unknown nails, and two unknown cortex screws were removed with a reaming irrigation aspirator (ria) from a patient due to non-union, pain, and limited movement. There were no device issues. The original surgery was performed in (B)(6) 2015 (exact date is unknown). The revision surgery was performed on (B)(6) 2015 with a non-synthes nail and synthes 4.5 locking compression plate (lcp). The patient status was good. There was no delay in surgery. This report is for two unknown cortex screws. This is report 2 of 3 for (B)(4).